Event description:
It was reported that there was a breakage of the drain tube that occurred when the physician was pulling the trocar to adjust the length and placement of the drain. The channel portion of the drain broke approximately 1/2 inch from where the drain is joined to the clear tubing. Since the drain had been placed in soft tissue and the wound has not been closed, the dr was able to remove the broken piece without any difficulty. The drain was replaced with a competitor's drain and no further complications were reported.

Manufacturer narrative:
Sample evaluation has not been completed and a follow up report will be submitted upon completion of the investigation. Wound drains are assembled under a qualified manufacturing process; q.a. Performs visual inspection to verify that there are no cuts or tears on the surface of the tube and performs a break strength test. Incoming quality control records review for this part did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. Standard labeling provides info on how to avoid drain damage and states that surgical removal may be necessary if drain is difficult ot remove or breaks. The investigation concluded the breakage was due to post manufacturing damage of use of forceps and excessive force having been applied when initially placing the drain inside the pt's wound.